Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3093, serial #: (B)(4), implanted: (B)(6) 2012, explanted: active, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient indicated to caller that their ins was not working anymore. Caller reported her wires were frayed. Caller stated that the patient¿s wires became frayed after she had a fall between october (B)(6) 2016. No symptoms reported. No further complications reported/anticipated.